Manufacturer narrative:
Investigation summary: bd quality has reviewed the complaint, service activities and adverse event questions, thus completing required investigation. The results of this investigation have not identified any new hazards, new risks or specific trends. No additional investigation is required at this time. Quality will continue to trend the reported issue. Additional investigation will be required if an actionable level is reached. This complaint is not confirmed as this error in the IFU was addressed and revised in the most recent revision of the package insert (l011461(11)).

Event description:
It was reported that while using bd on clarity hpv assay reagent pack, there is an incorrect material number listed in the IFU that does not match the product. No patient impact reported. The following information was provided by the initial reporter: "complaint about the last version of the bd onclarity assay for bd cor (443982): l011461(10) 2023-05. It seems there is mistake in the bd cor IFU: the catalog # for vlt tips is mentioned (440330) instead of catalog # for bd cor tips (443996), and it says in change history (last page) that "replaced catalog # 441996 (cor tips) with 440330 (vlt tips). The consequence for this customer is they ordered vlt tips, but they can't use them with bd cor system."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd onclarity hpv assay reagent pack, there is an incorrect material number listed in the IFU that does not match the product. No patient impact reported. The following information was provided by the initial reporter: "complaint about the last version of the bd onclarity assay for bd cor (443982): l011461(10) 2023-05. It seems there is mistake in the bd cor IFU: the catalog # for vlt tips is mentioned (440330) instead of catalog # for bd cor tips (443996), and it says in change history (last page) that "replaced catalog # 441996 (cor tips) with 440330 (vlt tips). The consequence for this customer is they ordered vlt tips, but they can't use them with bd cor system."